Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure using a neuron max 6f 088 long sheath (neuron max). During the procedure, a non-penumbra catheter would not fit into the neuron max hemostasis valve adaptor (hva). Therefore, the neuron max was removed and the procedure was completed using a new neuron max and the same catheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned neuron max was undamaged. Conclusions: evaluation of the returned neuron max revealed an undamaged device. During the functional testing, the 0.088¿ mandrel was able to be inserted through the neuron max without issue. The non-penumbra catheter and hva identified in the complaint were not returned for evaluation; therefore, the root cause of the complaint could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.